Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ridged scope eyepiece damage (comes off). The issue occurred during an unknown event. There were no reports of patient harm.